Event description:
In 2024, five incident reports were filled out regarding piccs leaking fluids under the dressing without any signs of infiltration. Upon removal, visible leak seen when flushing the line. I was able to track back to 2021, several similar incidents.

Manufacturer narrative:
Since we neither received the faulty sample nor an image showing the defect, no investigation of the sample is possible. In general, there are various events that can lead to a leaking catheter: 1. Tensile force which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it. Placing stress on the line could result in a tensile fracture - for babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture 2. Mechanical damage by a sharp instrument (for example scissor, toothed forceps or scalpel) during dressing change 3. Alcohol-based disinfectant a review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter/set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out during production. A two-year review of complaints data shows three complaints related to lot 23e024d, two of which originated from this facility. Corrective action: due to the missing sample, no further corrective action initiated by quality management as no root cause analysis can be made. Should a problem occur with our product in the future, please send us a representative picture or, even better, the faulty sample.

Manufacturer narrative:
The results of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
In 2024, five incident reports were filled out regarding piccs leaking fluids under the dressing without any signs of infiltration. Upon removal, visible leak seen when flushing the line. I was able to track back to 2021, several similar incidents.